Manufacturer narrative:
(B)(4). No evaluation conducted to date, awaiting receipt of device.

Event description:
It was reported that during a knee arthroscopy the biosure screw broke during implantation. The screw was removed from the patient and a backup screw of the same model was implanted into the same bone hole to complete the procedure. No patient impact was noted as a result.

Manufacturer narrative:
Dimensional inspection verifies that this was a 6mm product. The 14 mm of the screw is missing. The head of the screw has a small section of outer diameter material missing. It appears to be chipped away as from impact. This could have occurred upon attempted implant or removal. After the evaluation the root cause for the reported issue could not be determined. A review of the device history record was performed which confirmed no inconsistencies. (B)(4).